Event description:
The lay user / pt contacted lifescan (lfs) in 2008 alleging inaccurate high readings on her one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: on three days earlier at 7:30 pm, the pt tested her blood glucose and obtained a 127 mg/dl. At 10:00pm, the pt obtained a 236 mg/dl while asymptomatic. Due to the elevated result, she injected 5 units of "basal berlinsulin" and 2 additional units of "h-normal berlinsulin" and went to bed. The pt does not eat a snack at night after taking her insulin. At 3:00am on two days prior to original date, the pt woke up and was sweaty and jittery. Her husband tested her blood glucose and obtained a 39 mg/dl. The pt's husband gave her something to drink and gave her some grape sugar. Emergency services were also called. The paramedics arrived around 3:30 am and by then the pt was feeling better. The paramedics tested the pt's blood glucose using their meter and obtained a 70 mg/dl. The pt tests 4 times a day. A normal reading for the pt is between 130-180 mg/dl. In the evening prior to going to bed, a reading around 230 mg/dl is "normal" for her. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct, and the test strips were within range using the control solution. The pt's products were replaced. The complaint is being reported because the pt alleges she took add'l insulin based on an elevated reading on the lfs product and afterward experienced symptoms that suggested hypoglycemia and a hypoglycemic blood glucose reading. The pt claims she was treated with a beverage and oral sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.